Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the reverse trigger would stick down and run without pulling the trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, trigger and safety stick, was confirmed. During the inspection the technician observed the trigger would catch in both forward and reverse while the reverse would stick down and run the device with unintended activation. It was also found that the safety bar was difficult to move due to corrosion. The trigger assembly failure caused these events. Corrosion was found inside the device. A trigger assembly failure can cause issues with device functionality including run-on. Possible root causes of this failure include corrosion, which was identified in this case.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the reverse trigger would stick down and run without pulling the trigger. There was no patient involvement and no adverse consequences associated with the device.